Event description:
It was observed that during the device evaluation, the subject flex video scope device generated noise in the image and the objective lens adhesive was peeled off. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the noise in the image generated in the image due to the electrical contacts of the video connector scraped. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.